Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Augments would not lock tight to femoral component, remain loose, so surgeon cemented augments in place, then cemented femoral component in place. Surgery extended by 20 minutes.